Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The motherboard was replaced on the device and the software was updated from v.2.03 to v.2.071. Additionally, the flat gasket of the calibration valve was replaced. The customer reported that the device issue was resolved thereafter.

Event description:
The customer reported that the device experienced the "oxygen sensor weak" alarm and the "fio2 error". At this time, there was no information provided regarding patient involvement in this event.